Event description:
The device evolution found that the downstream occlusion sensor was defective, and the downstream occlusion seal was detached. There was no patient involvement. The event occurred during annual preventive maintenance.

Manufacturer narrative:
The affected device was returned for evaluation. Functional testing identified a defective downstream occlusion sensor. Visual inspection revealed a detached downstream occlusion seal. The downstream occlusion sensor and seal were replaced. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.